Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, complete event information was not requested due to patient having limited memory of event details. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01476. It was reported that surgery may have occurred to explant the system. The reason for explant and date of explant are unknown.